Manufacturer narrative:
Analysis found that the motor kickstarts and sounds rough. The collet sounds rough. The motor and collet have been replaced. The device has been tested according to specifications. Note: both handpieces were used on the same surgery, but the customer is not able to distinguish which one overheated. Hence, we're submitting mdrs on both handpieces. The handpieces are the following: product:1845000, s/n:(B)(4) and product:1845000, s/n:(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that they had an issue with drill no.1 was screaming loudly. It was clocked at over 90 decibels. They opened the second one, which when drilling in pretty hard bone with a 2mm bur the hand piece started to get hot. When they used a 4mm burr it seemed to settle. The drill no.1 (screamer) had the straight hand piece on during the case. There was no patient impact. On follow-up, it was reported that the hospital is not able to identify at this late stage which was the faulty one as they both had an outstanding maintenance order.